Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 17-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that cce service has stopped. A technical support specialist identified that the issue started when the cce received an a08 message with control ID 74754539. The connection closed before the cce could send an ack message to the his, causing a gprotocol error and the cce to dump the message. This led to an error while inserting the message into the mbm queue, resulting in the cce service crashing. A tsc manually restarted the cce service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server service have stopped. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.